Event description:
This is the first of two reports that involved the complete brain imc-probe kit: msr o2 and temperature that had erroneous readings (pbto2 = 0.0) after insertion. The first pt had low brain o2 readings from 12pm on (B)(6) 2012 until approximately 4am the following day on (B)(6) 2012 (about 16 hours). The readings remained at 0.0 until removal. There was no attempt made to replace the licox in the pt; the brain temperature probe remained functional and an intraparenchymal camino catheter was also functional. The pt did not experience an injury due to this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.